Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficult to remove (clip stuck on the hemostasis valve). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report difficult removal. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had very friable leaflets. The clip delivery system (cds) (91205u230) was inserted into the steerable guide catheter (sgc) (00213u344), but it was noticed that the sgc was facing in a posterior direction, but the clip was positioned in the anterior direction. This caused the sgc to be move in an abnormal direction. Therefore, the cds was attempted to be removed, but during removal the clip became stuck on the hemostasis valve of the sgc. It was then noticed that the hemostasis valve was broken; therefore, the sgc was removed from the stabilizer and placed below the heart to prevent the insertion of air. The physician was then able to remove both the cds and sgc without further issues. It was noted that the difficulty removing the clip was caused by the cds. A new sgc was inserted and one clip was successfully implanted on the lateral side of a2p2. To further reduce mr, an additional clip (91105u165) was implanted medially of the first clip. A remaining jet was noticed; therefore, a third clip was inserted and implanted at a3p3. However, after the third clip was implanted, it was noticed that the second clip caused a tear on the posterior leaflet. No additional clips were implanted mr reduced to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.